Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported "device has blank screen with alarm sound when attempting to set up wireless connectivity" was confirmed during power up test and device duplicated the blank screen with alarm sound. Probable cause due to a connectivity error during wireless setup. Re-pairing the top and bottom case resolves the blank screen and alarm. The device was recalibrated and passes power-up, plunger travel, occlusion, and flow accuracy testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an attempt was made to set up the unit for wireless network connectivity. During the process, the device entered an alarm state: the screen became blank, the battery led began flashing, and an alarm sounded. Shortly thereafter, the screen turned black and the unit powered off. There was no patient involvement and no harm reported.